Manufacturer narrative:
The patient was also treated with a des during the mi that occurred approximately 52 months post index procedure.

Manufacturer narrative:
(B)(4).

Event description:
During the index procedure one endeavor sprint drug-eluting stent was implanted in the lad. Approximately 52 months post index procedure the patient suffered an mi and was treated with poba. The investigator assessed that the event was related to the study device. Patient in remission.